Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the distal right coronary artery (rca) to the proximal to mid vein graft. First, a taxus liberte¿ 3.5x32mm stent was placed in the proximal vein graft with no issues. On attempting to advance a second taxus liberte¿ 3.5x20mm stent across the first stent, the stent came off the delivery balloon. The stent was retrieved using an unspecified ¿goose neck¿ snare. The procedure was completed with a non-bsc 3.5x20mm stent. No patient complications were reported and the patient status is reported as ¿ok¿

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).